Event description:
It was reported that during an unknown procedure, the device would not fire the clip. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the last firing sequences the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; however, the clips were conforming according to our manufacturing specifications. A batch record review was performed and no anomalies were found during the manufacturing process.